Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter: during the infusion of a PICC today, it was found that there was leakage at the needleless connector.

Manufacturer narrative:
Investigation summary: an mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21055001. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055001 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months. No product was returned for investigation and the root cause of the complaint was not determined, therefore there is no new product information on which to base a sa.